Event description:
It was reported by remote transmission that there was some far-field oversensing on the atrial lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead (B)(6) 2012. (B)(4).